Event description:
It was reported that three years ago the patient's implantable neurostimulator (ins) became "stuck off" for three days. There was no reported patient injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3387-40, lot# v002359, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v002332, implanted: (B)(6) 2006, product type lead. (B)(4).